Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to high blood glucose over 600mg/dl. The customer was experiencing unexplained high glucose for the past four days. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. The customer's most recent glucose reading was 350mg/dl, and he has treated with manual injections. The customer stated that the insulin pump was scratched over the screen and the doctor recommended having the insulin pump replaced. No further information was provided.